Event description:
The facility reported a pump with failure code 16.310.903.0002. It is not known where this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additonal contact information is available.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-152.